Manufacturer narrative:
(B)(4): the test strips and meter passed all testing with no faults found, the complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan from (B)(6) alleging that their onetouch verio iq meter was reading inaccurately high. The patient claimed that obtained back to back blood glucose results of "10.5 and 6.5 mmol/l" with the subject meter. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 1.7 mmol/l. The patient denied developing symptoms or receiving medical intervention due to the alleged issue. The alleged issue was not resolved with troubleshooting and replacement product was sent to the patient. Replacement product was sent to the patient. This complaint is being ruled out as an adverse event because the patient did not allege any harm due to the alleged issue. However, this complaint is being reported as a malfunction because the two results being compared exceed lifescan's specifications for precision testing.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.